Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with extracardiac stimulation, phrenic nerve stimulation, diaphragmatic stimulation and chest wall due to the lv lead. Programming changes were made to resolve the issue. Adverse events were resolved with reprogramming. No further information available.